Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/30/2014 with the following findings: a review of the black box showed no activity outside normal use. A review of the bolus history indicated two boluses on (B)(4) 2014 at 6:32pm for 2 units and at 7:54pm for 4 units. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours on a 1 unit per hour basal program and the pump history correctly reflected 24 units after the test was completed. No unprogrammed boluses occurred during testing. Advanced boluses were programmed and delivered and were accurately recorded in the pump histories. The keypad was examined and found to be functioning appropriately, with no hypersensitivity found. The complaint could not be confirmed or duplicated on investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the bolus history showed boluses that had not been programmed by the user. Troubleshooting found 8 boluses in the bolus history that the user allegedly did not program into the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.